Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Based on the investigation, the root cause was due to the malfunction of the optical sensing system, which prevented the system from displaying appropriate glucose value.the sensor was recommended to be replaced. H6 method code updated to 4114. H6 result code updated to 3224. H6 conclusion code updated to 4307.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.